Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.  If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reports there were only 9 sponges instead of 10.

Manufacturer narrative:
Submission date: 12/21/2018 an investigation was performed for the reported customer complaint: "the customer reports there were only 9 sponges instead of 10." No lot number was provided. A review of the device history report (DHR) was unable to be performed. However, all dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. No product/sample was provided for evaluation. No additional information, pictures or videos were received. Therefore, a comprehensi ve investigation was unable to be conducted. Based on the investigation and analysis, the possible root cause would be the worker mixed the blown product from the weighing machine. As a continuous improvement, the supplier had updated related standard operating pr ocedures (sop) to clearly specify the inspection process and disposition method during weighting process, trained the operators to pay more attention on this during weighting process. The reported customer complaint is not confirmed. A root cause could not be determined. A probable root cause was determined to be a worker mixed the blown product from the weighing machine. This complaint will be utilized for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.